Event description:
It was reported that the implantable lead was surgically abandoned due to lead damage and failed to capture the low heart rate. A new lead was implanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.